Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -13.0/1.0/091 (sphere/cylinder/axis) was torn when the surgeon delievered it into the patient's right eye (od) with the lioli injector. The lens was removed.

Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race:unk. Work order search found no similar complaints within associated lots. Claim #(B)(4) 1d complaint not similar to this complaint. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -13.0/1.0/091 (sphere/cylinder/axis) was implanted upside down. Patient contact but no patient injury. Lens was implanted, removed and replaced intraoperatively on (B)(6) 2022 and problem was resolved. Cause of event was reported as "user error". The device did not fail to perform. "Surgeon implant error" was reported. Claim#: (B)(4).